Manufacturer narrative:
B.2 required intervention was previously selected incorrectly on the initial report that was submitted. A new selection was added. H.11 added instructions for use as they were inadvertently omitted from the initial report that was submitted. As noted in the impella instructions for use: impella 5.5 with smart assist for use during cardiogenic shock section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: warnings, cautions & precautions: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿ the investigation has been completed. No product was returned for investigation. Thrombocytopenia: the cause of the thrombocytopenia was not determined due to insufficient clinical details. The device history review was completed and the device passed all post sterile inspection checks.

Event description:
It was reported that a patient implanted with an impella 5.5 experienced heparin-induced thrombocytopenia. No intervention was noted. The pump was explanted a day later, and the patient survived.

Manufacturer narrative:
A4 is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.